Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient is seeing "device is not responding" on the handset and is unable to sync onto the ins. The patient tried connecting while sitting and standing, holding the communicator horizontally and vertically, repositioning the communicator over the incision and below the incision and was still not able to connect. Additional information was received from the consumer on (B)(6) 2020. The patient called back reporting the same issues below; communication issues. The patient reported that they received the new communicator from repair but they were still having a hard time connecting. Patient services reviewed the information and the patient kept getting ¿device not responding¿. Patient services had the patient reposition the handset, ensuring it was not plugged into the outlet or touching the handset however the patient could not get past that message. The patient confirmed that they could feel their ins site and that they were using the new equipment. Patient services then had the patient restart the handset and after the patient restarted the handset the patient was still receiving the device not responding message. The patient was redirected to their health care physician (hcp) to troubleshoot in person since repair had just sent the patient their new equipment. There were no further complications reported.